Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).

Event description:
Additional information received reported that the pump was explanted. It was later reported that the patient also had symptoms of mild mental status changes/acting differently, and pain, and they required hospitalization. It was noted the cause of the motor stalls was not known. The patient recovered without sequelae.

Event description:
It was reported that the pump ¿quit working the other day¿ for about 30 days and then started. It was noted that the patient sent two hours on his personal home computer before the pump quit working. The patient was not around any type of magnetic field. When the pump quit working, it gave a 3 beep alarm every 30 minutes. The patient first heard the alarm on (B)(6) 2013 at 6am. It was noted that the patient had a sleep apnea that made loud noises. On the evening of (B)(6) 2013, ¿everything was pretty loud¿ at the patient¿s home and the patient didn¿t pay attention. On the day prior to the report, the patient went to the healthcare provider¿s (hcp) office. Pump logs were checked and revealed that the pump quit working at 8:50pm on (B)(6) 2013 and started working again around 1am on (B)(6) 2013. A motor stall occurred. On (B)(6) 2013, the patient went through morphine withdrawal with uncontrollable movement. The patient thought he was having seizures. The patient went to the hospital the same day. The hcp did a test which showed that the patient did not have seizures. The patient had uncontrollable movement of his upper body, hands, arms and head. He could not talk and could not control it. When the patient was laying down for a CT scan, the ¿seizure¿ came back. The patient had not had a ¿seizure¿ since then. The device system was used to deliver morphine. It was reported that the patient¿s wife heard a pump alarm at 4am on (B)(6) 2013. The patient heard the alarm at 6am. It alarmed for about 1 minutes after each hour. The patient¿s next pump refill was scheduled for (B)(6) 2013. No medical tests or procedures had been done since the pump was checked on (B)(6) 2013. No return of symptoms were noticed. The patient did receive some oral morphine, however he did not plan to take it before discussing with his hcp. The hcp planned to turn the pump to minimum rate and schedule a replacement. It was reported that the pump stalled twice within the two weeks prior to the report. It was also reported that the pump stopped 2-3 times within the two weeks prior the report. The first stall occurred on (B)(6) 2013 at 20:57pm and recovered on (B)(6) 2013 at 12:46pm. When the stall recovered, the patient was in hospital going through withdrawal. The hospital was running test and could not find out what was wrong, but the pump had not been checked. The patient started to feel better once the stall recovered, so he was discharged from the hospital. The patient went straight to his managing pump hcp's office. The pump was interrogated and the stall was confirmed. The second stall occurred three days later. The patient went the hcp¿s office again and the stall was confirmed. The patient could hear the alarm and the hcp turned the pump down to ¿zero output¿ and gave the patient oral morphine. The pump alarm stopped the next day, so it was assumed that the stall recovered. The patient still went through withdrawal for two days because the oral morphine was not enough. The patient was to have the pump replaced on (B)(6) 2013. It was also noted that the pump alarm was too quiet. The patient heard it when he went to bed and ¿all was quiet¿. The elective replacement indicator (eri) was to 43 months. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4): analysis found pump motor gear train anomaly corrosion and-or wear and-or lubrication. Analysis also revealed pump motor stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a pump/delivery failure and motor stall resulting in injuries of pain, paralysis, surgery and withdrawal.